Manufacturer narrative:
(B) (4). The ge service rep replaced the interface and display board. The system operates as intended.

Event description:
The customer reported that the display was blinking and the system did not fluoro.